Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pain for non-malignant pain. It was reported that the patient's pump was removed due to an infection. Additional information has been requested regarding the drug in the pump; dose and concentration of the drug; the patient's medical history; concomitant medications; date of onset of the infection; diagnostics performed; cause of the infection; and outcome of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.